Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side "left breast is grade iii", "rigid, difference in the size, touch", "pain, started to hurt", "chronic inflammation in the tissue, acute systemic inflammatory process", "patient is scared", "skin eruptions". And ¿in the left breast the ovoid and hypoechoic solid nodule persists with precise limits and circumscribed margin¿. The following events are not related to the device, "irritated, insomnia, skin and neck allergies, chronic fatigue, extremely dry eyes and mucous membranes, gluten intolerance". The device remains implanted.